Event description:
The cryopreserved pulmonary valve and conduit was implanted into a pt during a surgical procedure of unknown type. The pt's medical history is unknown. Reportedly, the pt developed a postoperative infection associated with the organism coagulase negative, staphylococcus (species unknown). Reportedly, the pt was treated with IV antibiotics and released to home healthcare. No add'l info has been provided.